Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -04.00 diopter, in the patients left eye (os) on (B)(6) 2020. The surgeon noted an anterior subcapsular opacity in the patients eye on (B)(6) 2020. The patient complained of blurred vision. Explantation of the lens and clear lens surgery is planned for (B)(6) 2020. The lens remains implanted. The cause of the event was unknown.

Manufacturer narrative:
Additional information: b5 - it was reported that on (B)(6) 2020 the lens was explanted and the problem resolved. Corrected data: h6 - device code:1401 should have been included. B3 - correct date should be (B)(6) 2020. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b3 - correct date should be reverted back to (B)(6) 2020. H6 - medical device problem code: 1401 should be removed as it is n/a. H6 - patient code: 2137 should be removed as it is n/a. B5 - "the patient complained of blurred vision", should be removed from initial medwatch report as it is n/a. Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue and debris on the lens. Visual inspection found no visible damage to the lens and residue and debris on the lens. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b4 - corrected to (B)(6) 2020. B5 - "it was reported that clear lens surgery and implantation of non-staar lens was performed, which resolved the issue." Should have been included. Claim#: (B)(4).